Event description:
On dec. 17th, 2025, maquet suzhou became aware of an unexpected descent of a 1118.60 leg plate during surgery. This was caused by a sudden oil leak from the pneumatic cylinder, which reduced the force holding the leg plate in position. There was no injury reported.

Manufacturer narrative:
(B)(4). Getinge field service engineer visited the hospital and performed the inspection on the involved unit. An oil leakage was observed on the pneumatic cylinder of leg plate. Getinge field service engineer replaced the defective pneumatic cylinder with new one, the unit was verified in good condition and could put in use. Additional information will be provided following the conclusion of the investigation.